Event description:
The user facility reported that at the beginning of a laparoscopic hysterectomy procedure, the distal tip of the surgical scissors broke off and fell into the pt cavity. The separated portion of the device was recovered during the same procedure with the use of another company's grasper. The procedure was completed with another sonosurg probe. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the probe unit was broken at the distal end. The exact cause of the reported phenomenon could not be conclusively determined at this time. The device is being forwarded to the original equipment manufacturer for additional investigation. If significant additional info is received, this report shall be supplemented. (B)(4). This report is being submitted as an MDR in an abundance of caution.